Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5976264, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 5, 2021. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed on (B)(6), 2021. 2. Is other serious-uncheck. 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 20, 2021. The investigation of the returned device was completed by the failure analysis lab on april 24, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view measuring approximately 0.2 cm. Additionally, a crease/fold was found within the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 475cc saline prosthesis placed experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional details are available. If additional information becomes available in the future, then a supplemental report will be submitted.